Event description:
It was reported that during instrument check prior to surgery the device roller no longer cuts well and the blades are dull. No harm or delay reported. No additional event information available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Correction/removal number: telephone number: (B)(4). The customer has indicated that the device is in process of being returned to the manufacturer for evaluation and investigation. Once the investigation is complete, a supplemental report will be filed.

Event description:
Due diligence is completed. No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the device passed the test mesh during device evaluation but the cutter was damaged, the handle was damaged and the unit was out of calibration. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.